Manufacturer narrative:
Load wheel casting.

Event description:
It was reported by svc report that the load wheel casting on the pt left side was broken. There was pt involvement, however, no adverse consequences are reported.